Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the spouse of the patient with this artificial urinary sphincter (aus) called a boston scientific patient services consultant to inquire if an aus would function properly if it lost all fluid. The consultant advised that it likely would not. The caller also asked if the silicone used in the device could cause vasculitis. The consultant suggested she consult with a physician regarding that question. The caller noted that her husband is scheduled for an aus revision procedure with another doctor.